Event description:
One month after implantation of shunting system, the ventricle was not shrinking. Shadowing agent showed csf flow into the peritoneal catheter. The open pressure of the csf was measured at 130 mm h2o, which was thought to be too high. The peritoneal valve was replaced.